Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was extensively tested and passed all functional testing. The log confirms the device did not recognize that a cable was attached to the device. The multifucntion cable (mfc) was not provided as part of the investigation. The device will be recertified and returned to the customer with a replacement mfc cable. No trend is associated with reports of this type.